Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver cut and tied off the patient line instead of capping it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver failed to follow therapy steps during peritoneal dialysis therapy. The caregiver stated that while attempting to end therapy after the homechoice device presented an alarm in initial drain, the caregiver cut and tied off the patient line instead of capping the line. The technical services representative assisted the caregiver in ending therapy. The caregiver planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.